Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Establishment name: (B)(6). Telephone number: (B)(6).

Event description:
It was reported that in preoperative testing procedure, the dermatome loses power during operation. There was no harm, no delay and no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the unit's motor was malfunctioning. The motor was replaced and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.